Manufacturer narrative:
The device was returned and evaluated. Fluid ingress was found. The power supply needed to be replaced due to the spill. No evidence of burning or carbonization noted. This device was cleaned and upgraded to the current fluid ingress remediation prior to returning to customer. (B)(4).

Event description:
Haemonetics opened a service report on (B)(6) 2013 for an orthopat device with the description "orthopat machine broken disk inside the machine, fluid spill." No patient injuries reported.